Manufacturer narrative:
This report is submitted on janary 16, 2018. Registration number (B)(4).

Event description:
It was reported that the patient's device was explanted on (B)(6) 2018 due to recurrent infections at the abutment site.